Manufacturer narrative:
Product complaint #: (B)(4). Investigation summar: this hip replacement platform was voluntarily recalled from the market and the product codes are now considered inactive. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. No 510(k) number provided because this implant product code was sold internationally. It was sold in the us under a different product code.  The correction/removal reporting number listed applies to the corresponding product code sold domestically.

Event description:
Complaint description: new etq record created in order to update etq (legal system) (B)(4). Reason for original complaint ¿ doi: (B)(6) 2010 (right hip). Dor: none reported. Patient is resident of (B)(6). Update (2/14/2013) - patient fact sheet was received. The part/lot numbers have been updated. There is no new information that would change the outcome of the investigation. Complainant update oct 5, 2017: litigation record received. Litigation alleges pain, weakness and difficulty with simple living activities. Updated product code of cup. This complaint was updated on oct 30 , 2017 doi: (B)(6) 2010 -dor: (B)(6) 2017(right hip).

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report.  H10 additional narrative: added: a2, a5b, b5, b7, d4 (UDI), h6 (no code available (3191) is used to capture the device revision or replacement and blood heavy metal increased). Corrected: a1, d4 (expiration date). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
After review of medical records, the patient was revised due to wear of articular weightbearing surface, pain and loosening of the femoral stem. Radiographs showed no signs of loosening and the stem appeared to be spot-welded in several spots. The patient's cobalt chromium levels were elevated. Operative notes indicate that there was a lot of scarring, the stem was rotationally loose and the cup had been well ingrown and was not loose at all.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes heen able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy as not synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. This hip replacement platform was voluntarily recalled from the market and the product codes are now considered inactive. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot : null device history batch : null device history review : null if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.